Event description:
On (B)(6) 2023, the patient had a few non-sustained tachycardia episodes as well as one therapy zone episode that was classified as an svt (no therapy provided by device) while the episode showed what appeared to be a true vt where therapy was desired. The device appears to have performed according to the programming given the therapy zones cutoffs and smart detection in dx devices with the onset and stability values of the presenting rhythm. The patient was reported to have passed away after these episodes at an unknown date and time.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned follow-up data from november 22nd, 2023, have been analyzed. A total of 6 episodes were documented. Analysis showed that episode nr. 2 from november 22nd, 2023, from 14:53 h until 14:54 h was detected correctly as svt by the ICD, because the stability criterium was not met. Analysis showed that the ICD functioned as specified according to the programmed parameters and heart rhythm of this patient. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a normal and expected ICD behavior.